Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smartsite needle-free connector did not thread onto the cannula easily. Additionally, it was reported that the smartsite needle-free connector was blocked during flushing and IV administration. The following information was provided by the initial reporter: "connector not threading easily onto cannula and will sometimes block with flushing or IV drug administration. Detailed incident description: we seem to be having increasing problems with the quality of the bd smartsite connectors (B)(4). I have attached a copy of the batch we seem to be having problems with. With this batch the bungs have been very difficult to lock into place on the cannula ( the cannula will not pick up the bung thread?) Requiring it to changed. We have also had situations where the bung will not allow drugs to be administered ( the valve does not open when the syringe is engaged) ¿ when bung is replaced with an alternative brand there are no problems. This seems to be happening more and more frequently. A number of anaesthetists have stated they have also been having problems with this brand / type at alternate sites."

Event description:
It was reported that the smartsite needle-free connector did not thread onto the cannula easily. Additionally, it was reported that the smartsite needle-free connector was blocked during flushing and IV administration. The following information was provided by the initial reporter: "connector not threading easily onto cannula and will sometimes block with flushing or IV drug administration. Detailed incident description: we seem to be having increasing problems with the quality of the bd smartsite connectors (tech 1#: (B)(6)). I have attached a copy of the batch we seem to be having problems with. With this batch the bungs have been very difficult to lock into place on the cannula ( the cannula will not pick up the bung thread?) Requiring it to changed. We have also had situations where the bung will not allow drugs to be administered ( the valve does not open when the syringe is engaged) ¿ when bung is replaced with an alternative brand there are no problems. This seems to be happening more and more frequently. A number of anaesthetists have stated they have also been having problems with this brand / type at alternate sites."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: one hundred and fifty five (155) 2000e-04 samples were received for investigation. One hundred and fifty four from various lots were received in sealed packaging and one sample from lot 20066940 was received with packaging label and residual blood in the thread area. Additionally a 5ml bd luer slip syringe (ref (B)(4) lot0135796) and two 2000e samples (one from lot 19115146 and another from lot 19116047) were received in sealed packaging to assist the investigation. A visual inspection of the sample received with residual blood did not identify any sign of damage or manufacturing defect which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting it to the received bd luer slip syringe and attempting to flush; the customer's experience was confirmed as the sample was completely occluded even upon disconnection and connection to the luer slip syringe. The sample was then connected to a 50 ml plastipak syinge from bd stock and flushed with fluid; in this instance the sample showed no occlusion or flow resistance. The samples was then re-connected to the luer slip syringe and flushed without any issues. The sample was also tested by connecting the male luer to the female luer of various products from bd stock (three-way tap, texium, maxzero); the connection was found to be firm during testing, including during a flush through. Seventy one samples received in sealed packaging were tested for connection stability and occlusion by connecting them to the received bd luer slip syringe and a plastipak luer lock syringe from retained stock. The samples met and exceeded the connection requirements. CAPA#1998036 was initiated. A review of the production records for the lots received did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.